Event description:
It was reported that the patient has (B)(6). While in the cath lab a teflon sheath was inserted via the patient's left femoral artery. During insertion, the intra-aortic balloon (iab) got stuck in the artery and could not advance along the way. As a result, the iab was replaced by a new one; the new iab was successfully inserted. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no reported delay/ interruption in iabp therapy. The patient outcome is good.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.